Event description:
Procedure: ladg (laparoscopic assisted distal gastrecomy). Reportedly, the device was applied to tissue and activated. The "finishing sound" was confirmed; however, the tissue was not sealed properly. There was no bleeding, injury, or other adverse affect reported. Note: several attempts were made to acquire add'l info about this incident prior to reporting it. The facility refused to offer add'l details despite our questioning. Due to the time taken to request incident details, this report is outside of the initial filing period.

Manufacturer narrative:
Two ls1500 instruments were rec'd for eval. The devices were plugged into a generator and tested on simulated tissue with acceptable results. The devices were tested for resistance and jaw gap, and both specs were within the allowed range. The knife was activated on both the instruments and cut test media in the jaws and acceptable results were noted. Valleylab was unable to duplicate the reported condition.